Event description:
It was reported that the mdu was overheating during the case. The case was completed with the same device. No patient injury was reported.

Manufacturer narrative:
Investigator determined that there was no relationship found between the returned device and the reported incident; consequently, investigator was unable reproduce and confirm the reported overheating failure mode. Current readings for motor were normal and mdu did not overheat during functional testing. Product failed functional testing with hand piece error when inserted into mdu receptacle on test control unit. Cause of hand piece errors is a stuck oscillate button assembly. Defective button switch is making the button assembly stick in the ¿on¿ position. Button switch has a small burr inside causing the keeper switch to stick when button assembly is fully pressed to activate motor and direction. The root cause of hand piece error has been determined to be a defective button switch. Factors that could have contributed to the reported event include a burr in the bushing, a bad finish on the stem, or a defective spring. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A visual inspection was performed and no issues were noted.